Manufacturer narrative:
(B)(4). The customer returned a used radial arterial assembly for investigation. Visual examination of the catheter and needle revealed no defects or anomalies. Visual inspection of the spring-wire guide (swg) revealed the distal end of the swg contained offset coils. Microscopic examination confirmed the offset coils. The coils were overlapping and appeared accordioned. The appearance of this defect is consistent with what occurs when the swg is slid against the needle bevel. No other defects or anomalies were found. The offset coils are located 2 mm from the distal end of the swg. The inner and outer diameter of the needle cannula, and the outer diameter of the swg were measured and all were found to be within specification. The swg was able to advance and retract from the needle with minimal resistance despite the offset coils on the distal tip. A manual tug test confirmed that the distal weld of the guide wire was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product gives specific instructions for techniques for insertion of the catheter and guide wire. It cautions the user "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage. The customer report of guide wire damage was confirmed through visual examination of the returned sample. Visual inspection of the spring-wire guide revealed the distal end of the swg contained offset coils. Microscopic examination confirmed the offset coils. The coils were overlapping and appeared accordioned. The appearance of this defect is consistent with what occurs when the swg is slid against the needle bevel. The swg and needle cannula met all relevant dimensional and functional requirements and a device history record review did not identify any relevant manufacturing issues. Based on the condition of the returned sample and the report that the damage occurred during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) can't be removed out during usage on a patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the reported device indicates arterial swg kinked in use - no further details.

Event description:
The customer reports the swg (spring wire guide) can't be removed out during usage on a patient.